Manufacturer narrative:
Initial and final (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered two infusion sets tubing detachment event on (B)(6) 2025 and (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for about 24 hours. Patient blood glucose levels were high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient plugged tubing back in place. No further information available.